Event description:
Infusion device utilized to deliver vancomycin 2.5gm/ns 240ml continuously at 10ml/hr over 24 hours. Medication infused in over 18 hours instead of 24 hours per pt's report. (Same pt reported in (B)(4) ).